Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, while the introducer was used with a stapler for abdominal insertion, the stem apparently broke off from the device. The physician noticed the stem of the device was lying in the patient's abdomen and he removed it. There was no injury to patient.